Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 analyzer, and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Patient identifier, weight and ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous patient results generated for tbil (total bilirubin) and quality control (qc) issue on their unicel® dxc 800 instrument. The erroneous patient results were reported out of laboratory and were later amended. Qc was within the laboratory¿s established ranges prior to event. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.